Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family reported that in the middle of 2019, (B)(6) or (B)(6), they observed that the user wasnt responding to sound with left implant.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The family reported that in the middle of 2019, july or august, they observed that the user wasn't responding to sound with left implant. Despite requested, no additional information could be yet retrieved as, due to the coronavirus, the clinic is temporarily closed.